Manufacturer narrative:
(B)(4). This actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. However during repair, it was determined that the locking pawls were damaged and the cylinder and the pawls released, which caused the device to run in the safety position. These issues are consistent with using excessive force while inserting the cutter into the unit and applying the safety lock while the unit was running. The assignable root cause was determined to be due to improper device use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation, it was determined that the cutter would not secure into the locking mechanism, the device failed cutter lock assessment, was running in the safety position, and heated up (failed temperature assessment). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.